Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call a blank display. Blood glucose at the time of incident was blank/dl. The customer states the insulin pump alarmed low battery, after changing it the blank display occurred. The customer mentioned feeling nauseated due her blood glucose. The customer treated with her back up plan; syringe. The customer did not state if the display returned. She did mention having a failed battery test. The customer stated that contacts on the battery cap were not missing or damaged. Troubleshooting was not performed. The device will not be returned for analysis.